Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during implant the lead was connected to the implantable pulse generator (ipg), however there was a grommet and setscrew problem and the lead had no stimulation. The lead was tested and parameters were in the correct range. The ipg was replaced. No patient complications have been reported as a result of this event.